Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-00526. It was reported that the patient was experiencing ineffective stimulation due to the system auto reducing. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
It was reported that the patient was experiencing ineffective stimulation due to the system auto reducing. Surgical intervention was undertaken, and the system was explanted. Issue is on both leads, and not only one lead as previously reported.

Event description:
It was reported that the patient was experiencing ineffective stimulation. The investigation was not able to determine which lead contributed to the issue. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000101413.